Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the restenosed stent fractured. The target lesion was located in the restenosed innova stent within the superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter selected for use. Atherectomy was performed using blades down mode on the jetstream device with a good result. Atherectomy in blade up mode was performed; however, the jetstream scratched the coating of the stent in a curvature point of the vessel. In the angiographic image, the physician noticed a little part of the stent is not as clear as before. The jetstream catheter became blocked and rotation stopped. The jetstream was removed over the guidewire by pressing the rex button repeatedly. A little fragment of the stent was found in the catheter. The procedure was completed with a percutaneous transluminal angioplasty (pta) catheter and a stent. There were no patient complications and the patient was in stable condition.